Manufacturer narrative:
Technician found the bed in "down" storage. Head up function not working due to faulty valve guide tube. Replaced the head up valve guide tube to resolve this issue.

Event description:
Bed found in "down" storage. No pt impact reported. Head up function not working.